Event description:
It was reported that: the pt is complaining of real nauseous. Cobalt levels are a little elevated. Sore to the touch. Pt was in the kitchen, left leg became like it was paralyzed. Next day same feeling of numbness came again but slower. Will be going for further testing.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.